Manufacturer narrative:
H3: the revision reported was likely the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs were not provided.

Manufacturer narrative:
D10: concomitants: 4256432 02-010-04-0250 - logic cr femoral por, left, sz 5 , 5051429 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t , 5192193 201-78-15 - holding pin mini sharp point 4 pk , 5259763 521-78-23 - threaded pin size 2.3 collared, 5259781 521-78-23 - threaded pin size 2.3 collared , 5259806 521-78-23 - threaded pin size 2.3 collared.

Event description:
It was reported that this patient's left knee was revised approximately 4 years 5 months post op. Revision due to poly wear. Patient revised to exactech devices: liner was exchanged and patella was resurfaced. Reported event is not related to breakage of a device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. Product not returning: disposed.